Event description:
It was reported by the clinician that the pt was receiving medications via the swan ganz catheter when it was noticed that the dressing covering the IV line was wet. The patient's vital signs were becoming liable due to the line not allowing the medications to go through the catheter properly. As a result, the catheter was discontinued and a peripherally inserted central catheter (PICC) catheter was placed.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.